Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer¿s blood glucose level. The customer received detailed instructions from technical support for resetting the pump, and after following these steps, the error code did not reappear, allowing the successful start of their sensor session.